Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reportable issue was the disconnection of the red wire of the high voltage capacitor from the spade connector, designator j17 of the main pcb. The cause of the disconnection could not be determined. It was noted that the gap of the wire connector was found to be out of tolerance. The customer received a replacement device, and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to shock. There was no patient use associated with the reported event.